Manufacturer narrative:
Investigation revealed that there was no system malfunction. The purpose if this investigation is to evaluate the risk associated with the identified failure mode of "misplaced implants or tools" for excelsiusgps. It was reported that one side of the construct was misplaced in the same direction (i.e. Medial) relative to the plan. This is symptomatic of a registration shift in the 2d workflow. A registration shift can occur following a shift of the drb. Investigation of the case logs showed that the surveillance marker was not paired to the drb; therefore, the software is unable to detect and alert the user of potential drb shifts. Furthermore, investigation of the case logs showed that the fluoroscopic images contain tracking errors. A tracking error can occur if the c-arm moves with respect to the patient between x-ray emission and when the image is received by excelsiusgps software. Tracking errors can lead to navigational integrity issues and the misplacement of screws. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system due to adverse patient effects.